Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the customer reported that during routine testing on (B)(6) 2025 it was discovered that 2 battery powered drivers are not functioning. The repair technician reported discolored pins device ran fine in all modes. Debris on barriers, discolored wires and vent, rust on motors. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 14-feb-2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history: 05.000.008 synthes lot:006774 supplier lot:006774 release to warehouse date: jan 23, 2020 manufactured by: synthes monument no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing on (B)(6) 2025 it was discovered that 2 battery powered drivers are not functioning. There was no patient involvement. The event did not occurred during sterile processing nor during field inspection or calibration. There was no patient consequences.